Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and placed on the valve. However, while attempting to deploy the clip, after removing roughly 3 cm of the lock line inside the dc handle, the lock line became stuck. Troubleshooting was performed, but the lock line was unable to removed. As the clip was locked, a decision was made to deploy the clip and try to remove the clip delivery system (cds) with the trapped lock line all together. After clip deployment, the lock line was still visible on echo and going into clip. While removing the cds into the steerable guide catheter (sgc), the clip completely detached from the valve. With the lock line still attached to the clip, the clip was taken to the distal tip of the sgc to remove the sgc and cds together out of the patient. However, the clip became completely inverted with the grippers lowered and was unable to be retracted into the sgc. The sgc was removed from the patient. After removing the sgc from the patient, the lock lever line was cut, and a vascular surgeon was able to open femoral access to successfully remove the clip. The procedure was discontinued with no clips implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam of inability to remove the lock line was confirmed via returned device analysis. The reported expulsion, clip jumping to invert and difficult to remove the cds from the sgc due to an inverted clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to remove the lock line was due to the observed knot. However, a cause for how the lock line became knotted and clip jumping to inverted cannot be determined. The difficult to remove the cds appears to be due to the cds being retracted with the clip inverted. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as the lock lever line was cut, and a vascular surgeon opened the femoral access to remove the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and placed on the valve. However, while attempting to deploy the clip, after removing roughly 3 cm of the lock line inside the dc handle, the lock line became stuck. Troubleshooting was performed, but the lock line was unable to removed. As the clip was locked, a decision was made to deploy the clip and try to remove the clip delivery system (cds) with the trapped lock line all together. After clip deployment, the lock line was still visible on echo and going into clip. While removing the cds into the steerable guide catheter (sgc), the clip completely detached from the valve. With the lock line still attached to the clip, the clip was taken to the distal tip of the sgc to remove the sgc and cds together out of the patient. However, the clip became completely inverted with the grippers lowered and was unable to be retracted into the sgc. The sgc was removed from the patient. After removing the sgc from the patient, the lock lever line was cut, and a vascular surgeon was able to open femoral access to successfully remove the clip. The procedure was discontinued with no clips implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.